Event description:
It was reported that a crack was noted on the preloaded intraocular lens (iol) upon opening the package. There was no contact with the patient's operative eye. A backup lens was used to complete the procedure. No further information was provided.

Manufacturer narrative:
Age or date of birth, weight and ethnicity: not applicable, as there was no patient contact with the product. If implanted, give date: not applicable, no patient contact with the product. If explanted, give date: not applicable, no patient contact with the product. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain additional information regarding the complaint; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation? Yes section d9: returned to manufacturer: yes section d9: returned to manufacturer on: may 2, 2022 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received cut in half and received with lens damage. The lens was dried and no further issues were identified. Based on the return condition of the lens, no further product evaluation could be performed. The reported complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.